Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a broken video connector pin. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to verify the input setting on the monitor and make sure everything match the cable connection on the back of the monitor and to check for any damage cables. Tac instructed the customer to send the unit in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, getting patient data on the screen, but no image on the video system center. There were no reports of patient harm associated with this event.